Event description:
It was reported that the programmer rf (radio-frequency) head had no telemetry; devices could not be interrogated. The rf head was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed uplink amplitude testing due to the cable being out of electrical specification.

Event description:
It was reported that there was no telemetry. The radio frequency (rf head) will be returned. No patient complications have been reported as a result of this event.